Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage with a crack at the bottom. Customer also had an issue with battery not lasting for 2 days. The customer's blood glucose level at the time of the call was not provided. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump is not expected to return.